Manufacturer narrative:
The 3rd party service agent examined the customer's device and verified the reported issue. The service agent then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
It was reported to a 3rd party service agent that the customer's device would not power on using ac or dc power. There was no patient use associated with the reported event.